Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that emergency medical services were dispatched, and they were hospitalized overnight for high blood glucose on (B)(6) 2021. The blood glucose was over 400 mg/dl during hospitalization with increased thirst and feeling sick and tired. The customer also reported having high ketones. The high readings were treated with intravenous insulin at the hospital. The customer was using insulin pump system within 48 hours of reported hospitalization event. The customer did the troubleshooting for high blood glucose event and performed hp test which passed. The customer¿s last blood glucose reading was 69 mg/dl. The insulin pump will not be returned for analysis.